Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the product was being used to impact the tibial tray. Towards the end of impaction the item split, separated from the handle. The surgeon was happy the tray was sufficiently impacted so there was no further need for the instrument was there any consequence to the patient due to the event? No was the surgery prolonged due to the event? If yes, confirm how many minutes delay: no.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.